Event description:
The customer was hospitalized for high bgs. The customer had lots of back pain. Troubleshooting was not performed as the doctor was checking for infections. Also the customer has some health issues and was scheduled to have some testing. Explained the two high bg rule.